Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, one curved opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side radius assessed as surgical damage. Device evaluation: d9, h3, h6.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.